Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The caller revealed that the tube had been in patient use since (B) (6) 2010. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Info provided by the customer revealed that the device had exceeded the recommended 29 days of use as indicated in the directions for use. Please refer to the reference below. The sample is currently in transit to the mfg plant for investigation. If significant info is identified in the investigation, a summary of the investigation results will be provided in a supplemental report. Directions for use: warnings: the shiley tracheosoft xlt extended length tracheostomy tube and obturator are single patient use medical devices and usage should not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the qualified position.